Manufacturer narrative:
(B)(4).as the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted. The date of this event was unknown.

Event description:
It was reported that a baxter stopcock leaked and had connection issues. Reportedly, the stopcock had connection issues with a non-baxter set. It is unknown if there was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.